Manufacturer narrative:
(B)(4). D10: p10-251-tlr1-s, talus flat rt sz 1 tps strl, lot 260f1942405. P10-310-i108-s, x-link vtmn e poly 1x8mm neu strl, lot 26080992402. The device will not be returned for analysis as it remains implanted; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted.

Event description:
It was reported that approximately 6 months post implantation of a right ankle prosthesis, the patient presented with shin splint-type pain along the lateral and anterior aspects of the right ankle. CT scan showed cystic changes under the tibial plate. Loosening of the tibial component is suspected but not confirmed. Patient was treated with a cam boot. Attempts have been made and all available information has been provided.